Event description:
It was reported that multiple intermittent occlusion alarms occurred. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl, nor did it lead the cgm to read ¿high.¿ customer experienced more than one previous occlusion event and took different actions to resolve them, including changing the infusion set and cartridge, and resuming insulin use.